Manufacturer narrative:
A sheath and stylette were partially loaded in the device on return. It was not possible to remove the sheath and stylette from the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to distal stent struts with struts raised. No deformation was evident to the distal tip. The device was placed in the water bath in order to aid removal of sheath and stylette, however upon removal it was still not possible to remove them. It was not possible to verify the inner lumen patency as the sheath and stylette could not be removed. Additional damage was caused to the stent while attempting to remove the sheath and stylette. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified and mildly tortuous lesion located in the distal left anterior descending artery (lad). The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion. The procedure was completed using a non-medtronic stent. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.